Event description:
It was reported that during an lavh procedure device did not function, so tired new disposable - received a solid tone. Case finished with bipolar and scissors. There was no reported patient consequence.